Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr1551 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the purple hub of the PICC was noted to be cracked and was removed. Patient required hospitalization as another PICC line was unable to be immediately placed.